Event description:
Pump alarm 20 was reported during the loading process. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer received education from cts on proper cartridge removal timing and successfully loaded a new cartridge, resuming insulin therapy without further issues.